Manufacturer narrative:
MFR ref number: (B)(4). The device in question was returned to baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a device experienced system error 322 alarms. It was also reported that there was no harm to the patient.